Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cs300 intra-aortic balloon pump (iabp batteries fail to meet the run time requirement. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4 ,g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) found that the batteries would not meet the required run time requirement, they were replaced battery(d146-00-0039). Fse also found that the vacuum level was below the requirement under the pressure performance test. Installed a new 2500 hour kit (d040-00-0146) and a replacement vacuum fitting (d103-00-0375) into the compressor assembly. All testing completed and passed to factory specifications.

Event description:
N/a.